Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was giving a system error 322 alarm. The technician reported that this error did occur during therapy, there was no pt injury.